Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 392 mg/dl. It was indicated that the customer used insulin pens to address bg level. In addition, the customer was able to load a new cartridge successfully and will continue to use the pump for continued insulin therapy.

Event description:
Customer's blood glucose (bg) level was 390 mg/dl.